Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the tortuous and calcified distal circumflex artery. A 2.50 x 24mm synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent distal part was deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.